Event description:
Patient was revised to address loosening of the stem at the cement/implant interface. Competitor cement was used at the time of original implantation. (B)(6) 2013 - patient's operative records were received. Records indicate upon revision staining of the surrounding synovial tissues was found.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases found two other reports against the xpa72 femoral head lot code for dislocation and infection. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. No additional reports were found against the v76dj1 lot code. It should be noted, it was initially reported the depuy devices were implanted with competitor¿s cement. The revision operative note was provided for review. The surgeon noted no evidence of purulence or other abnormalities other than some metal staining of the surrounding synovial tissues. The patient had an "intact femur" with some thinning of the cortex anteriorly. An inadvertent fracture of one of the drill tips occurred during the cement removal and this had to be removed with a long forceps. There were no other significant findings within the surgery op note that would suggest any other complications or deviations from the recommended surgical procedure. It was noted that the components were originally cemented using a competitors cement product. X-rays dated (B)(6) 2012 and (B)(6) 2013 received and reviewed. Radiolucencies can be seen along the femoral stem at the cement/implant interface confirming loosening. The cement has broken away from the distal tip of the stem, and there is a horizontal break in the cement at the middle portion of the femoral stem. It cannot be determined, with the x-rays provided, that the complaint is product related. The patient is reportedly highly active. It is stated in the essential product information (reference IFU: 0902-00-701, rev. N) that high levels of patient activity tend to impose severe loading on the affected extremity, thereby placing the patient at higher risk for failure of the hip replacement. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.